Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.

Event description:
1 false negative sofia sars result, confirmed positive by pcr. The customer reported any discordant results as a result of a comprehensive data summary of testing performed between july through december of 2020. The customer performed roughly 6,000 sofia sars antigen tests on symptomatic and asymptomatic (off-label use at the time) patients and confirmed the results with a molecular method for a portion of the results (about 1,000). Of the results that were confirmed, 25 resulted negative on sofia sars antigen and positive with a molecular method. Additional mdrs will be filed for each separate patient event.